Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high pacing threshold measurements of 6.5v, and no pacing output was observed. A different lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high pacing threshold measurements of 6.5v, and no pacing output was observed. A different lead was implanted. No adverse patient effects were reported. It was later reported that the attempted lead was discarded at the hospital and is not available to be returned for analysis.